Event description:
Hcp reported the patient was admitted to the hospital for unrelated pump issues. While hospitalized, the pump ran dry and the patient had withdrawal symptoms. These included pain, nausea/vomiting, and flu-like symptoms. A dye study was performed which showed the catheter was fine. The pump was explanted and replaced during the hospital stay. The patient was later seen by the primary physician who believed this new pump was infected and replaced it. It was not infected-the pocket behind the pump that was assumed to be pus was a hematoma. The hematoma formation was secondary to the blood thinning medication the patient was on due to their current medical condition. Hcp states "there was nothing wrong with the pump."